Manufacturer narrative:
Device received with blank display due to missing lcd isolation tape and c13 shorting out to positive side of the battery tube. No unexpected audible alarms noted. Unable to verify missing segments due to blank display anomaly. Moisture damage was noted at electronic assembly per visual inspection. Device received with cracked case at display window corners. Device received with minor scratched lcd window.

Event description:
Customer reported that about three or four weeks ago, she saw a bar going through her screen. She has used three or four different batteries and the issue persists. There is also a constant tone. Customer sees six vertical lines on the display. Customer's blood glucose is 226 mg/dl. She uses energizer batteries. The device was not dropped or bumped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.